Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. The customer stated that she would treat with manual injections and her blood glucose remained high. The customer's blood glucose was 500 mg/dl. She stated that the insulin pump had not alarmed no delivery or any other alarms since the high blood glucose issue began. She observed air bubbles in the infusion set tubing. She was advised to remove the reservoir, rewind, reinsert the reservoir, and run a manual prime with the current set; she reported that insulin exited at the quick release. She did not observe a bent infusion set cannula upon removal. She stated that the bolus history displayed all entries based on her recollection. She was advised to change the entire infusion set system and treat per doctor's instructions. Her most recent blood glucose was 268 mg/dl. She was unable to perform the high pressure test due to lack of tubing clamps, which she was advised to retrieve when home.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.